Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) 2020: the filter was placed by right jugular approach. (B)(6) 2020: the physician conducted filter retrieval from the patient. However, the filter tilted during an attempt of filter retrieval and hit the vertebral body, which caused bend of the filter. Despite the event, the filter could be retrieved with no problem. There have been no adverse effects to the patient reported. The device used for the filter retrieval was cook's gtrs-200-rb. The physician encountered a difficulty in retrieving the filter because one of the filter legs stuck in the vertebral body, so he used sling technique (= loop-snare technique) with forceps and the filter could be retrieved to complete the procedure. There was no bleeding from the ivc. Also, no damage or perforation of the ivc was observed. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that the filter became bent during retrieval and that filter legs stuck in vertebral body, but filter was successfully retrieved. The initial images demonstrate placement of a gunther tulip ivc filter in the suprarenal ivc. The suprarenal ivc measures greater than 30 mm in both projections and would therefore not meet the requirements as stated in the IFU for use of a gunther tulip ivc filter due to mega cava. Despite this, the ivc filter was deployed in the suprarenal location, initially with no significant tilt. As seen on follow up 3-d reconstructed images from a CT scan, likely performed prior to the attempted retrieval, the ivc filter developed significant tilt1 and penetration resulting in a grade 3 interaction2 with the vertebral body. The most plausible explanation for developing the tilt was the large size of the ivc and the inability to fix the filter feet at this intended location. As the filter shifted anteriorly, the filter likely wedged between the anterior and posterior walls of the ivc with abnormal forces placed on the filter hook (against the anterior wall) and posterior filter leg (against posterior wall). Given the small surface area of the posterior filter foot, and increased pressure due to the wedging, the filter leg penetrated through the wall of the ivc and came to rest against the vertebral body. This mechanism was compounded due to the increased respiratory motion of the ivc in this location, as the filter was deployed in the suprarenal ivc, and this segment does experience significant movement due to the proximity to the diaphragm. Fortunately, the ivc filter was retrieved using advanced techniques including guidewire loop snare and forceps without complication. The deploying physician was worried about metal fatigue resulting in the mild bend of the primary filter leg. This may have been present but is difficult to prove and does not change the overall reason why the significant tilt, penetration and grade 3 interaction occurred. If metal fatigue was present causing this slight bend, this was only a potential possibility due to the utilization of this device outside of the specified IFU criteria, resulting in abnormal forces being placed on the filter leg. According to instructions for use it is contraindicated to place the tulip filter in a megacava (diameter of the ivc > 30mm). There are adequate controls in place to ensure that this type of device is manufactured to specifications and it was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.